Event description:
The customer's son stated that the customer was hospitalized for low blood glucose levels, with a reading of 47 mg/dl. The customer's son stated that her glucose meter was giving the wrong blood glucose readings, causing the hypoglycemic event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.